Manufacturer narrative:
Missing drive gear/bushing/o-ring subassembly. The analysis results for the hh8bex instrument found that it was returned with the drive gear/bushing/o-ring subassembly missing. In addition, the cutter was noted to have a dent on the distal end. A preliminary investigation form process has been initiated to address the driver assembly issue. We have documented the circumstances as they were reported to us. In addition, complaint information is tended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.

Event description:
The event was reported that the probe wouldn't retrieve any samples after entering the breast. Clear probe mode was used and the probe still wouldn't retrieve any samples. Then, the control module gave a damaged probe error. The customer swapped the probe with another probe and completed the case with no patient consequence.